Event description:
Customer reported a blank display. The customer's blood glucose was 250 mg/dl. Troubleshooting could not find any damage to the insulin pump that would lead to the malfunction. Troubleshooting also could not recover the display. No additional information was provided.

Manufacturer narrative:
No blank display was noted. The insulin pump had a constant failed battery test alarm after battery insertion due to a corroded battery tube. The insulin pump had a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.